Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Charger caught fire-oral-b power toothbrush [device catching fire]. Case narrative: consumer via phone reported that charger for consumer's toothbrush caught fire. No injury was reported.